Event description:
It was reported that, on an unknown date, a plum 360¿ infuser unexpectedly shut down during a patient infusion. The reporter also stated that there were reports from another facility that there have been approximately 10 pumps that shut down while infusing and plugged into alternating current (ac). Additionally, it was reported that they have several hospitals in the region all experiencing the same problem with both csb batteries as well as 4 other battery manufacturers. The reporter highly doubts that all of these battery manufacturers were now producing inferior batteries. The common denominator is the pump. There was no patient harm reported. This is report six of six.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.